Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 19.97ml from an expected delivery of 20ml. Delivery accuracy for this device required delivery of 20ml +/-1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicates that on (B)(6) 2011 between 0952 and 0956, the device was powered on, history cleared, there was a check syringe alarm, a check settings alarm, a bar code not read alarm, dilaudid 1mg/ml confirmed, set cca level 1, pump was programmed to deliver in the pca only mode, with a 0.2mg pca dose, a 6 minute pca lockout and a 2 mg 1 hour limit, there was a 1.2mg I hour upper soft limit (usl) alert which the customer chose to override, settings confirmed and door locked. Between 0957 and 1234, there were seventeen 0.2mg pt initiated deliveries, 53 unmet pt demands and door opened. Between 1235 and 1339, a 0.3mg loading dose was programmed and delivered, door locked, there were eight 0.2mg pt initiated deliveries and 20 unmet pt demands. Between 1351 and 1430, there were five 0.2mg pt initiated deliveries, 6 unmet pt demands, door was opened and locked twice, a 0.2mg loading dose was programmed and delivered, and a 6.5mg shift clear. Between 1432 and 1505, there were four 0.2mg pt initiated deliveries and 7 unmet pt demands. At 1508, the door was opened and locked. Between 1719 and 1825, there was a low battery alarm and a dead battery alarm. Review of the device history indicates that the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the pump was programmed to deliver a 30ml vial of an unspecified pain medication. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported that 7.3ml was delivered to the pt and 16ml remained in the vial. The customer contact reported there was approximately 2ml in the tubing "which leaves 4.7 unaccounted for." The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided including if the therapy was resumed using a replacement pump.